Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 1 month. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on 04/15/2016 that the lvad system produced ¿constant¿ low voltage alarms for approximately three days. The patient also reported a low speed operation event during which a ¿quick beep¿ was heard; however, the alarm could not be verified by the medical professionals at the implanting center. The patient was reportedly asymptomatic. Log file review by the manufacturer¿s technical services representative confirmed a low speed operation event of 6800 rpm (set speed of 8800 rpm) and low voltage alarms while the lvad was powered by batteries. Additionally, the voltage levels were low while the lvad was connected to the power module via the patient cable. X-ray evaluation revealed thinning of the driveline shielding near the percutaneous lead exit site. Review of a second log file submitted on 04/18/2016 confirmed another low speed operation at 5170rpm. The patient was admitted to the hospital and the lvad system was connected to a power module via an ungrounded patient cable. On (B)(6) 2016 the patient underwent a surgical procedure to expose the portion of the percutaneous lead at the skin exit site that was suspected of causing the low speed operation events. The following day the manufacturer¿s technical services representatives performed a distal percutaneous lead replacement. No further alarms or low speed operations were reported after the replacement procedure.

Manufacturer narrative:
Additional information: it was initially reported that only the replaced portion of the percutaneous lead was received for analysis. The lvad has also been received. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016. The patient had continued to receive alarms post-percutaneous lead repair on (B)(6) 2016. The patient remained stable at home supported on an ungrounded power module patient cable awaiting a planned pump exchange.

Manufacturer narrative:
Additional information: the pump was returned assembled with the percutaneous lead (lead) severed approximately 9.5 inches from the pump housing. The severed portion of the lead was returned, which included the percutaneous lead replacement site. An approximately 23 inch section of the external lead was also returned, which was severed and replaced during the distal end percutaneous lead replacement. Examination of the entire lead found a fracture of the red wire and breaches in the insulation of the orange, yellow, brown, and black wires that appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result, the underlying wire conductors were exposed. The report of red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the pump was supported by the power module. The alarms could have also occurred from the exposed conductors of two wires from different motor phases contacting each other or making simultaneous contact with the shield while on battery support or an ungrounded patient cable. The report of low speed operation while connected to the power module support was confirmed based on the evaluation of the submitted and retrieved log files and the evaluation of the returned pump. Additionally, the evaluation of returned system controller revealed that the inner conductors in both power leads failed the resistance measurement specifications, which indicated conductor breakdown of the underlying wires in both power leads. The slightly high resistance in the power leads could contribute to a decrease in supply voltage/battery fuel gauge voltage signal and has the potential to result in the alarms contained in the log files. The conductor breakdown in the system controller power leads is consistent to wear and tear during system controller use. The returned system controller was in service for four and a half years. Although the returned system controller has inner wire breakdown, it can support the test system without any functional issue. The report of low voltage alarms was confirmed based on the evaluation of retrieved log file and the evaluation returned system controller. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported on (B)(6) 2016 that the lvad system produced several low speed operation alarms for approximately 3 days, with some associated power elevations. The system was supported by the power module at the time of the alarms. The lvad system was connected to battery power to mitigate the alarms, and when supported by the power module, a modified ungrounded patient cable would be used until further notice. The patient had undergone a distal percutaneous lead replacement on (B)(6) 2016, which was believed to have resolved the alarms. The patient's system controller log file, dated (B)(6) 2016, along with x-rays of the driveline were submitted to the manufacturer's technical services for analysis. The log file contained approximately 5 days of data and confirmed the occurrence of 7 low speed advisory alarms with speed drops as low as 4360 rpm. The lvad system was set to run at a speed of 8800 rpm at the time of the event. The submitted x-rays of the internal and external portions of the driveline were reviewed. No areas of concern were found. The patient was provided a modified ungrounded patient cable for use with the power module.